Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v160224, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Information was received from healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that at a previous revision they noted that contact #3 was out. It was unclear what that meant. The hcp did not know what the settings or impedance values were. It was discussed that the lead should undergo more troubleshooting. It was reported the patient had good placement and the hcp was leery to implant another lead because the patient already had an old lead still implanted. No symptoms were reported. No further complications were reported/anticipated.